Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the implantable pulse generator (ipg) exhibited an occasional dropped beat, but was not seen in managed ventricular pacing (mvp) mode. The device remains in use. No patient complications have been reported as a result of this event.